Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber cap damaged". The procedure was continued using a second fiber. Patient outcome: "no damages to the patient".

Manufacturer narrative:
(B)(4). The component fiber and cap refer to the results thermal problem. Failure analysis: the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The distal part of the glass cap was detached and not returned. The fiber proximal to fracture rotated independently of metal cap. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited severe burnt on detritus. The metal cap was melted at the output window location. The outer flow tubing exhibited mild contamination, likely biologic. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.